Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01324. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 9 months. Manufacturer's conclusion: a direct correlation between the device and the reported event could not be conclusively established. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient presented to the emergency department with complaints of pain at the driveline site and abdominal pain. The patient denied trauma to the area, denied redness, and denied drainage or pus at the site. A chest x-ray, abdominal ultrasound, and CT of the chest, abdomen, and pelvis was (B)(6) for any findings. The pain was relieved with oxycodone. No further information was provided.